Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). Upon clinical examination, a cystoscopy revealed that there was no urethral coaptation, physician diagnosed fluid loss. In a surgical procedure, all components of the existing aus were explanted and replaced with a new device. Inspection of the explanted device observed fluid loss, however, the location of the hole was not identified. No additional patient complications were reported.